Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 special needle weiss 17ga 3-1/2 desc experienced leakage during use. The following information was provided by the initial reporter: an anesthesiologist doctor indicated that when trying to perform epidural anesthesia in the surgical center observed failure in puncture needles. Two needles were used, both presented leaks at the base of the needle, preventing the anesthetic procedure. Procedure would be performed only for analgesia. Responsible anesthetist chose not to proceed with epidural analgesia with only general anesthesia. There was no harm to the patient and no need for prolongation of hospitalization.

Event description:
It was reported that 2 special needle weiss 17ga 3-1/2 desc experienced leakage during use. The following information was provided by the initial reporter: an anesthesiologist doctor indicated that when trying to perform epidural anesthesia in the surgical center observed failure in puncture needles. Two needles were used, both presented leaks at the base of the needle, preventing the anesthetic procedure. Procedure would be performed only for analgesia. Responsible anesthetist chose not to proceed with epidural analgesia with only general anesthesia. There was no harm to the patient and no need for prolongation of hospitalization.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for the report. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.